Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion exhibiting 99% stenosis located in the proximal-mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. It was reported that following balloon inflation that there were removal difficulties. The delivery system balloon detached at the proximal marker band and became dislodged into the circumflex artery. No attempts were made to remove the detached portion of the device from the patient. The patient is reported to be alive without injury.